Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers: 1627487-2021-18258, 1627487-2021-18260. It was reported that the patient was experiencing uncomfortable stimulation at both the ipg and lead sites. It was found via x-ray that one of the leads had fractured, causing high impedances as well. In turn, surgical intervention was undertaken wherein the system was explanted and replaced, resolving the issue. Note: as it is unknown which lead had fractured, both leads are being reported.

Manufacturer narrative:
Date of event is estimated.